Event description:
It was reported that the procedure was to treat lesions in the proximal circumflex (cx) and obtuse marginal 2 (om2). A kissing stent technique was attempted. The vessel was moderately tortuous and mildly calcified. The 2.5 x 18 mm xience v stent delivery system (sds) was advanced to the om2, but could not cross. A 2.5 x 15 mm trek balloon was advanced and inflated to 8 atmospheres (atm). The 2.5 x 18 mm xience sds was re-advanced, but could not cross the lesion. During removal, some resistance was noted, and the proximal stent struts were noted to be flared. The trek balloon was re-advanced, but could not cross. A new balloon was advanced and inflated to 10 atm. A 2nd 2.5 x 18 mm xience v sds was advanced, but could not cross the left main (lm). A 2.5 x 12 mm xience v sds was advanced, but could not cross to the cx. A non-abbott sds was advanced, but did not cross. Intravascular ultrasound (ivus) was advanced, but could not cross. It was noted that the 2.5 x 18 mm stent was dislodged in the anatomy. Angiography confirmed that the stent was in the mid lm. It was also noted that the 2.5 x 12 mm stent was missing from the sds balloon. A snare was used to remove the stents from the lm; however, the stents dislodged into the aortic root. After multiple attempts, the stents were retrieved into the snare catheter. After removal, the stents were not present in the snare catheter, and were not in the aortic root. The stents could not be found under fluoroscopy. Angiography for closure revealed that the stents were in the right internal iliac artery. The physician completed the procedure, and did not retrieve the stents. The lesions were treated with dilatation only. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The 2.5 x 18 mm xience v stents referenced are being filed under separate medwatch reports.